Manufacturer narrative:
E1 - initial reporter phone number unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the device is pressure limiting during their CT scans going 3ml/s on chest. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Three devices were returned for evaluation. The sample was visually evaluated for potential nonconformances and no defects consistent with reported pressure limiting issue were found in the received sample. Functional testing, using a water filled syringe, of the catheter assembly indicated no evidence of leakage. Based on device analysis, the complaint cannot be confirmed as a manufacturing related nonconformance. No root cause determined since no problem detected. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.